Event description:
It was reported that during insertion, they were unable to advance the catheter beyond 35 cm. Pt c/o "feeling funny", became very red in face and feeling anxious. Oxygen applied, symptoms resolved within 5 minutes.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) or revg1032 showed no other similar product complaint(s) from this lot number.